Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient was having difficulty charging. The physician chose to reposition the patient's ipg within the same pocket site. Nothing was implanted or explanted. The patient is reportedly doing well following revision surgery.